Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display and also had beep anomaly. The customer¿s blood glucose level was 66 mg/dl and 258 mg/dl. The customer reported that they had beeping and flashing on the insulin pump. It was reported that the customer was fell on the insulin pump and was continuously beeping. The customer stated that the display was flashing, white. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank flashing white lcd. Unable to verify under/over delivery anomaly or missing segments due to blank flashing white lcd.